Event description:
It was reported that during implant, the setscrew would not tighten. When clicking was heard, the lead was easily pulled out of the header. The device was removed and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complain files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The anomaly observed in the field was confirmed in the laboratory. Header epoxy was observed at the bottom of the connector block which prevented the setscrew from fully torque into the connector block and secured the lead.